Event description:
A surgeon reported a pt with an unexpected postoperative refractive following intraocular lens (iol) implant surgery. The surgeon reported the pt was having a blurry vision secondary to the unexpected refractive error and the lens was off axis from the intended axis placement. In a follow up, the surgeon reported it was unknown if the lens caused or contributed to the event.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4).